Manufacturer narrative:
Block h6: imdrf device code a0150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to be during a stent placement procedure performed on an unknown date. During preparation, the stent was already deployed in the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 both catalog number and model number have been updated. Block h6: imdrf device code a0150103 captures the reportable event of stent premature deployment. Block h11: blocks b5 and h10 have been corrected following a review that manufacturer report # 3005099803-2024-04516 is a duplicate report of manufacturer report # 3005099803-2024-04817.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to be during a stent placement procedure performed on an unknown date. During preparation, the stent was already deployed in the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that manufacturer report # 3005099803-2024-04516 is a duplicate report of manufacturer report # 3005099803-2024-04817.